Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a failed transmitter could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was downloaded for evaluation, it did not confirm the customer complaint. The reported event of transmitter failed error was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "data was downloaded for evaluation, it did not confirm the customer complaint. The reported event of transmitter failed error was not confirmed. The root cause could not be determined."

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure. The product was evaluated. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. Root cause of the failed transmitter error is a low transmitter battery.